Manufacturer narrative:
The investigation performed on surgery data log file concluded that the root cause of the incident is a known design defect.

Event description:
It was reported that during surgery an error message appeared stating that the robot arm was in a different position than expected. The system shut down, was restarted, and surgery resumed. A delay of 5 minutes occurred with no further patient impact.